Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited an increase in capture threshold from 0.5 v to 5 v and a decrease in impedance from 400 ohms to less than 200 ohms. The lead was replaced.